Event description:
During investigation, the thermogard xp ivtm system (sn (B)(6) failed functional testing and displayed mid:09 (post sensor) error message. No patient involvement.

Manufacturer narrative:
During investigation, the thermogard xp ivtm system (sn (B)(6) failed functional testing and displayed mid:09 (post sensor) error message. The root cause of the error message was a short circuit between the coldwell pcb and the system chassis. The thermogard console failed the initial functional test due to mid: 09, due to a short circuit between the coldwell pcb and the system chassis. After repairing the short circuit, the console passed the functional test. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(6).